Manufacturer narrative:
Concomitant medical products: product ID: 7439, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# j0546652v, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported the patient had not been getting good therapy for the last 1-2 months. It was reported the patient turned the device off 1-2 months ago due to it not working. It was noted it was ¿hard to say when he stopped having the tingling sensation and relief because the amplitude was set so low.¿ it was noted that impedances were all greater than 4,000 ohms and the ¿current was less than 15 ma¿ when checked at the default settings. The impedances were checked again with the amplitude at 3.5 volts and the pulse width at 450. Some contacts were noted to still have impedances greater than 4,000 ohms when ran with contacts 4,5. It was noted the patient fell one time 1.5 years ago due to his heart problems, but that the device still worked well after the fall. Additional information received reported no malfunctions were seen and the cause of the issue was not determined. Reprogramming was performed on (B)(6) 2014. The patient was reportedly doing ¿ok.¿ it was noted the patient was going to try the new group the rep made for him.